Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint allegation cannot be confirmed without the device for evaluation. The device was not received for evaluation, and no photos of the failure were provided. Per the event description, the most likely cause(s) for the reported failure can be attributed to user error. Excessive force on the shortening suture strands and/or tensioning the shortening suture strands not in-line with the bone socket may break the strands and impair the ability to fully seat the implant.

Event description:
It was reported during a shoulder labral repair the suture came off implant when it was tightened. The implant was left secure in the patient and the doctor switched to a different location and used another ar-3638 from the same lot. The case was completed with no further issues. The patient is fine to date.